Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional regarding a patient who was receiving fentanyl, 5000 mcg/ml concentration at 999.4 mcg/day dose and bupivacaine, 12 mg/ml concentration at 2.3mg/day dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient missed a refill of the pump and the empty reservoir alarm occurred 4-5 days before (B)(6) 2017. The hcp stated that the patient was new to this clinic and they could not get drug for the pump for approximately 5 days. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 24-oct-2017 from the patient who reported that the pump was refill in (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain. The pump contained fentanyl, bupivacaine, and an unknown drug, all with unknown concentrations and doses. It was reported the patient stated she relocated to a different state due to the hurricane. The patient stated she was unable to get her pump refilled. No patient symptoms were reported. The patient stated her old doctor told her to go to the emergency room (ER). The patient stated she was admitted to the hospital on (B)(6) 2017. The patient stated the new health care provider (hcp) needed some information before they refilled it. The patient asked what size pump she had and also information about the drug in the pump. No further patient complications were reported.